Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the pro-disc c implant migrated and is sticking out slightly. The device was implanted on an unknown date in (B)(6) 2013. The implant is still in the patient body. The implant has been in the patient for about eight months. The patient feels back pain. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Pt age: unknown date, unknown month (B)(6). Implant date: unknown date in (B)(6) 2013. Explant date: device has not been explanted. PMA/510 (k): device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The patient reported to have pain it is unknown when the pain started, the event date should not have been included in the initial medwatch report. Event date unknownif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.